Event description:
It was reported to covidien on (B)(4) 2011 that a customer had an issue with a dialysis catheter. The customer states that the catheter leaked. The customer also stated that the catheter was leaking from the connection between the hub and the body of the catheter. The catheter had to be removed and replaced. No injury to pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.